Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative).

Event description:
It was reported that the patient experienced hypoglycemia event on (B)(6) 2026. The blood glucose level was low and treated with carbohydrate intake.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Manufacturer narrative:
Imdrf cause investigation code: code b24 is not available in database to capture event history log reviewadditional information - this MDR is being submitted to include the below:h6: investigation results under type of investigation, investigation findings, investigation conclusionsh11: investigation summary:complaint investigation results:electronic quality management system (eqms) search: a query was run in the eqms on (B)(6)2026 against "lot number 6010627 and similar malfunction codes: no failure detected, no malfunction based on complaint information. No malfunction based on complaint information. The review confirmed that lot 6010627 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search:a query was run in the eqms on (B)(6)2026 against "lot number" criteria equal 6010627 and similar malfunction codes no failure detected, no malfunction based on complaint information. No malfunction based on complaint information. The count of complaint is 1. The complaint numbers are (B)(4). Device history record (DHR) review:the lot 6010627 was manufactured according to the work instruction (wi) version 120 and manufactured in the multivac 12, on (B)(6)2024, with a total of (B)(4) units.the device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code.conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review:no photo was provided to support visual confirmation of the reported issue.conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing:based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed.conclusion: no further investigation activities were required.return samples testing:returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return.conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence.CAPA determination assessment - conclusion summary of complaint investigation:based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts).conclusion summary of complaint investigation:as a result of the followinga comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6010627 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.complaint unconfirmed:following investigation the reported failure could not be confirmed for this complaint.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380